Event description:
It was reported that during an unknown procedure, a part of the staple line was not stapled (about 5mm). It was completed by additional suture. There was no adverse consequence to the patient.